Event description:
Sudden death, coronary stent coronary infarc: collapsed on golf course, turning blue. Immediate efforts at CPR followed, followed by - 17 minutes later - emt removal to hosp. Essentially doa. Had single j&j cypher stent -cxs08250- placed in his left anterior descending coronary artery in 2005 for acute anterior mi.